Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged she experienced a stinging sensation and a burn from a wrap. The cause of the alleged burn was inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 2 blisters very sore and very painful / the heat of these products is so hot that after 20 minutes ended up with 2 large blisters/ a stinging sensation/ appeared to be red [burns second degree] , heat of these products was so hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer, reporting on herself. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap for the neck (thermacare neck, shoulder & wrist) batch number q01099, expiry jul2019, on (B)(6) 2017 for 30 minutes for pain/ache. The patient medical history included eczema. Concomitant medications included ibuprofen (nurofen) tablets from (B)(6) 2017, 2 tablets daily, for pain/ache. The reporter stated that she read the instructions and it clearly stated that they can be applied directly to the skin this was what she did. After wearing for about 20 minutes she had a stinging sensation. She lifted it slightly and it appeared to be red. When she arrived at a mirror (after wearing for a maximum of thirty minutes) she removed the heat wrap to discover two blisters on (B)(6) 2017, very sore and very painful so she removed the wrap immediately. The patient then read the back of the box. Again it clearly stated this could be applied directly to the skin unless you are over the age of 50. The patient was (B)(6) and as she had previously use these kind of products before. She was highly concerned that the heat of these products was so hot that after 20 minutes of wearing she had now ended up with two large blisters. While using the thermacare product, she was wearing several layers of clothing over the product and she attached the adhesive to her body. In specific, she wore it for half an hour stuck to her body, then she put on a top, jumper, scarf and coat. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare, in 15 minutes of application as soon as she felt a sting. The patient confirmed that she had read the usage instructions of the product before using it. The patient commented that she had applied the product, got dressed and while walking to work she felt a sting from the wrap, she gently lifted the wrap and then the sting went. She continued to walk to work and on arrival she felt the sting even worse. She removed the wrap and found that 2 blisters had occurred after wearing it for 30 minutes. She did not consult a healthcare professional for these events. No admission to hospital was involved or treatment received. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events stinging was resolved after 30 minutes on (B)(6) 2017 and the outcome of the event burn blisters was resolving stating "a very faint mark remained where the blisters were". It was confirmed that the patient was not pregnant neither post menopausal. She was not currently under the care of a physician for any medical condition. It was confirmed that the patient did not have any of the following conditions: diabetes; poor circulation; heart disease; difficulty feeling heat of pain on skin; rheumatoid arthritis; decreased sensation; neuropathy. Her skin tone was classified as very light to fair. She did not have sensitive skin. The patient confirmed that she used the neck/shoulder/wrist thermacare product purchased in a red box. The product was still remaining. She had never previously used a thermacare product. However, she had used similar products (electric heating pads, hot water bottles, microwave gel packs) very successfully in the past from different brands and she had not had this problem. She confirmed that she had used a similar product in (B)(6) 2016 for 5 days and had not experienced any problem/symptom with it. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged she experienced a stinging sensation and a burn from a wrap. The cause of the alleged burn was inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (03feb2017): new information received from the product quality complaint group included investigational results. Follow up (13feb2017): new information received from the contactable (B)(6) medicines and healthcare products regulatory agency ((B)(6)), under reference (B)(4), who stated that they had assessed the device report submitted by pfizer for this case and they decided not to investigate this incident at this time. Follow up (17feb2017): new information received from the contactable consumer included relevant medical history, concomitant medication use, product data (start/stop dates, action taken, and indication), reaction data (onset date, outcome, no treatment or hospitalization was required). Follow up activities are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event of second degree burn and device issue as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of second degree burn and device issue as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged she experienced a stinging sensation and a burn from a wrap. The cause of the alleged burn was inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Two blisters very sore and very painful / the heat of these products is so hot that after 20 minutes it ended up with 2 large blisters/ a stinging sensation/ appeared to be red [burns second degree] , heat of these products was so hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer, reporting on herself. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap for the neck (thermacare neck, shoulder & wrist) batch number q01099, expiry jul2019, on an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had worn this type of product many times before but not this brand and had never had a problem before. The reporter stated that she read the instructions and it clearly stated that they can be applied directly to the skin this was what she did. After wearing for about 20 minutes she had a stinging sensation. She lifted it slightly and it appeared to be red. When she arrived at a (B)(6) (after wearing for a maximum of thirty minutes) she removed the heat wrap to discover two blisters very sore and very painful so she removed the wrap immediately. The patient then read the back of the box. Again it clearly stated this could be applied directly to the skin unless you are over the age of 50. The patient was (B)(6) and as she had previously use these kind of products before. She was highly concerned that the heat of these products was so hot that after 20 minutes of wearing she had now ended up with two large blisters. The outcome of the events was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged she experienced a stinging sensation and a burn from a wrap. The cause of the alleged burn was inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (03feb2017): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, the event of second degree burn and device issue as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the event of second degree burn and device issue as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged she experienced a stinging sensation and a burn froma wrap. The cause of the alleged burn was inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 2 blisters very sore and very painful / the heat of these products is so hot that after 20 minutes ended up with 2 large blisters/ a stinging sensation/ appeared to be red [burns second degree] , heat of these products was so hot [device issue] case narrative:this is a spontaneous report from a contactable consumer, reporting on herself. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap for the neck (thermacare neck, shoulder & wrist) batch number q01099, expiry jul2019, on an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had worn this type of product many times before but not this brand and had never had a problem before. The reporter stated that she read the instructions and it clearly stated that they can be applied directly to the skin this was what she did. After wearing for about 20 minutes she had a stinging sensation. She lifted it slightly and it appeared to be red. When she arrived at a mirror (after wearing for a maximum of thirty minutes) she removed the heat wrap to discover two blisters very sore and very painful so she removed the wrap immediately. The patient then read the back of the box. Again it clearly stated this could be applied directly to the skin unless you are over the age of 50. The patient was (B)(6) and as she had previously use these kind of products before. She was highly concerned that the heat of these products was so hot that after 20 minutes of wearing she had now ended up with two large blisters. The outcome of the events was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleged she experienced a stinging sensation and a burn from a wrap. The cause of the alleged burn was inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (03feb2017): new information received from the product quality complaint group included investigational results. Follow up (13feb2017): new information received from the contactable united kingdoms medicines and healthcare products regulatory agency (UK-mhra), under reference (B)(4)who stated that they had assessed the device report submitted by pfizer for this case and they decided not to investigate this incident at this time. Company clinical evaluation comment: based on the information provided, the event of second degree burn and device issue as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of second degree burn and device issue as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] 2 blisters very sore and very painful / the heat of these products is so hot that after 20 minutes ended up with 2 large blisters/ a stinging sensation/ appeared to be red [burns second degree] , heat of these products was so hot [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer, reporting on herself. A (B)(6) year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap for the neck (thermacare neck, shoulder & wrist) batch number (B)(4), expiry jul2019, on an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had worn this type of product many times before but not this brand and had never had a problem before. The reporter stated that she read the instructions and it clearly stated that they can be applied directly to the skin this was what she did. After wearing for about 20 minutes she had a stinging sensation. She lifted it slightly and it appeared to be red. When she arrived at a mirror (after wearing for a maximum of thirty minutes) she removed the heat wrap to discover two blisters very sore and very painful so she removed the wrap immediately. The patient then read the back of the box. Again it clearly stated this could be applied directly to the skin unless you are over the age of 50. The patient was (B)(6) and as she had previously use these kind of products before. She was highly concerned that the heat of these products was so hot that after 20 minutes of wearing she had now ended up with two large blisters. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of second degree burn and device issue as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of second degree burn and device issue as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.